Manufacturer narrative:
The rvad excor blood pump pu valves; 25 ml in/out; ø 9 mm; sn: (B)(6) was in use on the patient from on (B)(6) 2024 to date. The event occurred on 2025-03-08, which is (79 days) after the pump was placed on the patient. The pump remains on the patient. We have reviewed the production records of the excor blood pump, and concluded the pump was produced according to our specification.

Event description:
The site contacted berlin heart inc (bhi) clinical affairs (ca) on (B)(6) 2025 to report that the patient supported with the excor system in bi-vad configuration experienced left-sided weakness, slurred speech and headache on (B)(6) 2025. A head CT scan was performed and confirmed an ischemic cva on the right side. The patient underwent an ir thrombectomy. According to the site, the excor blood pump performed as intended with complete filling and ejection. Fibrin was noted in the rvad excor blood pump. The clinic decided not to replace the pump.